Event description:
It was reported that a patient presented to the emergency room due to right ventricular (rv) lead oversensing-noise resulting in inappropriate shock. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.